Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, patient's hip was revised. Update 17/september/2020 wg: spoke with reporter, who posted pictures of a removed accolade 1 stem. Reporter does not know if a stryker rep was present for the revision procedure. Reason for revision was reported to be trunnion deformation. The composition of the femoral head is unknown (metal or ceramic). No further information is available from the reporter.